Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into clinic due to the holter monitor showing pauses. Upon interrogation, the right ventricular lead was oversensing noise, causing pacing inhibition. Programming changes were made. The patient was stable.

Event description:
Additional information received noted that the patient presented in clinic for a right ventricular lead revision procedure. The lead was capped and replaced on 7/8/2020. The patient was stable.